Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a shorted fuse. The fuse was replaced which resolved the issue. The replaced fuse was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the mobile view station (mvs) powered down and would not start back up. The rep tried using various outlets and resetting the external breaker which did not resolve the issue. There was no patient impact reported and surgery proceeded as planned.